Event description:
Laerdal affiliate has reported to laerdal medical a.s. (Norway) that two patients died in 2005 when heartstart 4000 defibrillators could not analyze and possibly treat these two separate patients due to an open lead wire within a p/n 920650 electrode cable. With an open patient connection the heartstart 4000 prompts a pads off condition to the user and is unable to analyze the patients ECG or deliver a shock to the patient. Lmas has evaluated the 920650 electrode cables involved in these two incidents and found they contained open lead wires.